Event description:
The customer reported the image on their intellivuemp40 monitor freezes and the system restarts. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.